Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code messages. The error codes displayed were 242.4030 and 242.4020. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm error code messages. The error codes displayed were 242.4030 and 242.4020. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code messages. The error codes displayed were 242.4030 and 242.4020. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor controller board assy for channel error 242.4030. Replaced ail sensor assy was damaged housing. Replaced u4 on display board assy for dim segment. A review of the device history record showed the device had a manufacture date of 02jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that the device received an alarm error code messages. The error codes displayed were 242.4030 and 242.4020. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced motor controller board assy for channel error 242.4030. Replaced ail sensor assy. Replaced u4 on display board assy for dim segment. Based on the findings, service determined, that the probable cause of the reported issue was, due to electrical failure of the lvp motor control board assy. A review of the device history record showed, the device had a manufacture date of 02jul2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#:(B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.